Event description:
A discordant falsely depressed vancomycin (vanc) patient result was obtained on a dimension vista 500 system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on the same instrument. Higher reprocessed results were obtained and were considered correct. A higher reprocessed result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed vancomycin (vanc) patient result obtained on a dimension vista 500 system. Siemens is investigating the event. MDR 2517506-2022-00021 was filed for the same event.

Manufacturer narrative:
Additional information (16-feb-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Siemens service engineer (cse) was dispatched to the customer site. The cse replaced the reagent arm 2 during troubleshooting. Hsc observed the vancomycin (vanc) assay displayed stronger assay performance after the replacement of the reagent arm 2. Replacement of the reagent arm 2 is considered normal troubleshooting or maintenance for issues of this nature. A potential product issue was not identified. The dimension vista system is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00020 was filed 31-jan-2022. MDR 2517506-2022-00021 was filed for the same event. MDR 2517506-2022-00021 supplement 1 is filed for the same event.